Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following weight loss patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. No interventions are planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.